Manufacturer narrative:
There is no suspected device failure. Not returned to manufacturer.

Event description:
During a periodic review of published literature by the manufacturer, baylis medical devices were identified among several other manufacturers' devices as having been used in procedures with reported complications. There is no evidence to suggest the baylis medical devices caused or contributed to the reported complications. However, as the baylis devices were among the several devices used in the procedures, baylis medical has decided to submit this report. Article reference: baglini, r. (2013). Atrial septostomy in patients with end stage pulmonary hypertension. No more needles but wires, energy and close anatomical definition. Journal of interventional cardiology, 26(1), 62-68. As per the article, "complications consisted in transient supraventricular tachyarrhythmia in patient number 1, transient cerebral ischemia in patient number 4, and severe hypoxemia and ventricular tachycardia in patient number 8.